Event description:
The manufacturer received information alleging device's navigational button malfunctioned. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel keypad led board needs to be replaced to address the issue.